Event description:
The technician alleged the foot brake casters would not hold. No patient impact.

Manufacturer narrative:
The technician replaced the foot brake caster and support to resolve the issue.